Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the rep. It was reported that the cause of the issue was not determined, but the patient was now using a spacer and having no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there was an inability to recharge due to overheating. It was unknown when the event occurred. The overheating was occurring at the start of the recharging session. It was also reported that the recharger was broken, specifically the recharger power cord, on (B)(6) 2017. There were no known factors that may have led or contributed to the issue. The nurse checked the battery site and a new recharger was issued. The same problem occurred. The patient came back to the clinic on (B)(6) 2017. The recharge statistics were pulled from the patient's recharger. When looking at the recharging information on the clinician programmer, it had a date listed which she insisted that she never used her recharger on. The dates on the clinician programmer and ins were correct so it was strange that a recharging session was documented but the patient indicated that never happened. The patient was very anxious as she cannot fully recharge due to the constant overheating of the ins site and the inability to obtain a good, sustained connection between the ins and recharger. Technical services reviewed the recharge statistics and there was only one occurrence where the recharger was too warm during the recharge session. There were only three minutes during that session where the ins was not charged. This happened between 9:31 am and 10:50 am on (B)(6) 2017. The recharge statistics obtained by the manufacturer representative occurred on (B)(6). The manufacturer representative spoke to the patient and the patient indicated she did not recharge on (B)(6). The patient definitely recharged on (B)(6) (but not until after 11 am) and during this ses sion, the recharger displayed the overheating symbol. This occurred at 12:21 pm. Regarding the dates, technical services indicated it could be a copying data error from the recharger to the form or that the time/date in the ins were not programmed correctly. However, this would mean the other dates on the form were also incorrect. The patient did not have a fever and stated that her pocket and ins both start to feel hot during the recharging session. The patient did not recharge skin to skin and usually put the antenna over light clothing. Sometimes the patient charged when sitting down and sometimes when lying down. A spacer was put on (B)(6) 2017, but it was reported it had not made a difference. The patient also mentioned that, until about six months ago, the patient could get eight bars and now she was lucky to get two or occasionally four bars. The nurse thought he could feel some scar tissue in the pocket. The patient was about one year post-implant and it was inquired if it has taken six months for the body's defenses to lay down the scar tissue and maybe she had been caught in a viscous cycle of (the more prodding about she was when trying to recharge), the more scar tissue the body may produce in the pocket.